Event description:
On (B)(6) 2019 grifols customer (B)(6) reported that a donor sample result was nonreactive in the procleix ultrio assay followed by a reactive result in the procleix ultrio hbv discriminatory assay. On (B)(6) 2019 the customer ran a sample in the ultrio assay and the initial result was nonreactive with an s/co of 0.73 and an internal control rlu 270,122. The ultrio hbv discriminatory assay was reactive with an s/co of 24.74. Subsequently, the customer re-ran the sample in 5 replicates in the ultrio assay with 1 replicate invalid due to a clot error, and the other 4 were reactive with s/cos of 21.82, 15.27, 15.39 and 14.03. The customer reported that the sample is from a known (B)(6) positive donor. Any other information regarding the patient's medical history of (B)(6) is unknown was not provided. The patient's medical history for (B)(6) is unknown more information regarding other testing performed, additional sample availability for investigational testing at grifols has been requested from the customer. There were no documented issues in the manufacturing record and there were no related nonconformances with the master lot or any of the components in the master lot. An investigation is in-progress. Any additional information received will be provided in a follow-up report.

Event description:
On (B)(6) 2019, grifols customer mid-america transplant services in (B)(6), missouri, USA reported that a donor sample result was nonreactive in the procleix ultrio assay followed by a reactive result in the procleix ultrio hbv discriminatory assay. On (B)(6) 2019 the customer ran a sample in the ultrio assay and the initial result was nonreactive with an s/co of 0.73 and an internal control rlu 270,122. The ultrio hbv discriminatory assay was reactive with an s/co of 24.74. Subsequently, the customer re-ran the sample in 5 replicates in the ultrio assay with 1 replicate invalid due to a clot error, and the other 4 were reactive with s/cos of 21.82, 15.27, 15.39 and 14.03. The customer reported that the sample is from a known hbv positive donor. Any other information regarding the patient's medical history of hbv is unknown was not provided. The patient's medical history for hbv is unknown more information regarding other testing performed, additional sample availability for investigational testing at grifols has been requested from the customer. There were no documented issues in the manufacturing record and there were no related nonconformances with the master lot or any of the components in the master lot. An investigation is in-progress. Any additional information received will be provided in a follow-up report. Final information: the investigation is completed for the discrepant hbv results. The customer run reports did not show any issues and the assay performed as expected. A review of the package insert indicates that below 15 iu/ml for hbv reactivity drops below 100%. The root cause is most likely a sample that has a low hbv titer as the donor is known to be hbv positive. The master lot as well as the individual components passed all qc release specifications. The customer run data did not show any issues with validity, calibrators or external control performance. As this is from a known hbv positive donor and ultrio reactive results were less than 100% this supports the donor sample most likely having a low hbv titer. No further information is expected. This is considered the final report.